Manufacturer narrative:
Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received on 03/31/2015. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported an explanted intraocular lens (iol) implant approximately six months following the initial procedure. The nurse indicated that the selected power was wrong for the patient. In a follow up, the nurse also reported that the patient experienced "marked" anisometropia and clumsiness which affected his activities of daily living.

Event description:
In a follow up, the nurse also reported that the patient experienced "marked" anisometropia and clumsiness which affected his activities of daily living.

Manufacturer narrative:
Information in the file indicated that the root cause of the event was due to a calculation error. The 13.0 diopter lens model was replaced with a 17.5 diopter lens model.